Event description:
It was reported that the device had unexpected battery longevity; the physician thought the device should have lasted more than three years. It was also noted that the device had not indicated recommended replacement time (rrt) even though the battery voltage was less than the rrt trigger point. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 5076, implantable pacing lead, (B)(6) 2006; 6949, implantable tachy lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.